Event description:
On (B)(6) 2013, it was reported that the pump was losing power and rebooting for about one month. The reporter stated that the issue happened five times randomly but cannot recall any other specifics. There was no reported adverse event associated with the power loss. This complaint is being reported because trouble shooting could not resolve the issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.